Event description:
Covidien received info from a customer in the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. (B)(4).